Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.55781 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the hcp was notified on (B)(6) 2017 by the patient that the pump was alarming. The patient went to the hcp¿s office on (B)(6) 2017, and the logs showed a reset, reset low battery and safe state occurred on (B)(6) 2017. The patient was going through withdrawal. The onset of the patient¿s symptoms was sudden. The hcp was going to treat the patient with oral medication and replace the pump. There were no further complications reported or anticipated.